Event description:
Reportedly, the programmer screen froze frequently and on different screens since 10 january 2024.

Manufacturer narrative:
No conclusion could be drawn as the subject smarttouch tablet was not returned for investigation. The complaint investigation could be reopened in case of new information received related to this event.

Event description:
Reportedly, the programmer screen froze frequently and on different screens since 10 january 2024.